Manufacturer narrative:
Stryker evaluated the device and verified the reported issue as the cable was damaged. The technician replaced the therapy connector to repair device. Device passed performance inspection procedure and was returned to the customer for use. Stryker product assessment center electrically tested the cable and determined the root cause of the damaged is customer abuse.

Event description:
The customer contacted stryker to report that their device therapy connector is broken. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.